Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had an error message and required the user to sign out. A technical support specialist (tss) confirmed that the station was working normally, and there was no response from the customer after three contact attempts. The system functioned as intended after the tss verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user pulled a medication out, the station gave an error message and required the user to sign out. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.